Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noted that there was a tear in the posterior capsular bag after inserting the lens. Then lens was cut and removed. The lens was explanted and replaced with another model company lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested. There are two medical device reports associated with this patient. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter states the use of non company ovd as viscoelastic, which is not qualified to be used with the associated product. The manufacturer internal reference number is: (B)(4).